Event description:
The customer stated the display is missing blue color at times. No pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.